Event description:
The insulin pump had a broken case at the battery tube threads. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4).a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case at the display window corners were noted during the visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).